Event description:
Additional information receive indicated that a new lead implanted at replacement in (B)(6) 2015 of battery depletion, as the one implanted in 2008 was not working.

Event description:
It was reported that during a replacement procedure for a depleted battery, ¿one of the electrodes was twisted¿ so it had to be replaced. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v109630, implanted: 2008-(B)(6), explanted: 2015-(B)(6), product type: lead. (B)(4).

Event description:
Additional information received later indicated that representative believed patient was on cycling and was doing great.